Event description:
Customer called to report that a cleaner leak was observed in the air mix and temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system. The field service engineer (fse) inspected the instrument and found that the probe wash collar was misaligned and would leak while in shutdown mode. The fse aligned the wash collar, which resolved the issue as there was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause was a misaligned probe wash collar, which was resolved with the services performed by the fse. (B)(4).